Manufacturer narrative:
B7: medical history includes but is not limited to: stroke, coronary artery disease, hypercholesterolemia, hypertension, tobacco use, cardiac arrhythmia. H6:code 22: users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm measuring 54.9 mm in diameter and was implanted with a gore® excluder® aaa endoprosthesis (rlt231418/12724128). The patient tolerated the procedure and was discharged from the hospital on (B)(6), 2014. On (B)(6), 2014, follow-up computed tomography (CT) determined the maxiumum aneurysm diameter measured 55mm. On (B)(6), 2019, a type ii endoleak was reported. On (B)(6), 2023, the patient underwent reintervention and an aortogram with catheterization and coil embolization of the suprarenal aortic branch artery consistent with left lumbar artery was performed. The patient tolerated the procedure. On (B)(6), 2024, follow-up CT determined the maxiumum aneurysm diameter measured 88 mm.